Event description:
A us distributor returned a monitor and reported monitor was experiencing arrhythmia alarms.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the monitor experienced a failure to baseline. The monitor's u602, c1, u6, and r23 were shorted with thermal damage to the ca board near r23. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.